Event description:
It was reported that the customer experienced low blood glucose levels, and subsequently lost consciousness. It was also stated that the house was on fire. The fire department was contacted, and they stated that they were on their way to the house. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.